Event description:
During baxter's functionality testing it was found that a spectrum pump failed to detect an upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified undetected upstream occlusion alarm was confirmed and reproduced during evaluation. The fb2 was found to be broken off of the processor printed circuit board which resulted in an undetected upstream occlusion alarm. The processor pcb (containing the broken fb2) was replaced.